Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 402458 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited low bipolar pacing impedance. The lead was reprogrammed for unipolar pacing. Approximately two weeks later, the patient was hospitalized for syncope. The syncope was determined to be unrelated to the pacing system because capture was appropriate. Short mode switches from atrial to non-atrial tracking were observed and attributed primarily to far-field r-wave oversensing by the ra lead. The ra lead also exhibited low unipolar pacing impedance. The next day, a lead warning was triggered for the ra lead, and a polarity switch was noted. About nine days later still, the ra lead was found to have no capture in the bipolar configuration, and noise in the unipolar configuration. The noise was filtered through adjustment of the lead's sensitivity. The lead remains in use. No further patient complications have been reported as a result of this event. It was further reported approximately two months later that the patient was again hospitalized for syncope. Interrogation revealed that another lead warning had been triggered for the ra lead due to low pacing impedance and far-field r-wave oversensing. It was also noted tha t the lead had undergone a polarity switch due to the low impedance, and that the lead exhibited occasional pocket stimulation. The lead was capped and replaced. Upon insertion of the connecting pin of the replacement lead into the device header, noise was observed on the atrial channel. A grommet/setscrew problem was suspected. The pin was removed from the header and reinserted, after which the noise was resolved. The device and replacement lead remain in use. No further patient complications have been reported as a result of this event.